Manufacturer narrative:
The following additional information received per the medical records indicate that, the seventy-four year old patient was admitted preoperatively for left knee arthroscopy. Prior to surgery, vascular services were consulted secondary to the patient's past history of left lower extremities dvt and pulmonary embolism three years earlier. In addition, she had been on coumadin preoperatively. Upon admission, coumadin was discontinued, and her inr was 1.4. The patient was then taken to the or the same day. The patient was prepped and draped in sterile fashion. Using a seldinger technique, the right common femoral vein was accessed without difficulty. The dilator and sheath were passed to the region of l2-l3. Inferior vena cavagram was performed demonstrating the renal veins to be well above the l2-l3 interspace and the cava to be less than 28 millimeters in size. The dilator was removed. The filter was deployed at the l2-l3 interspace without difficulty and the sheath was removed. There were no complications. Fluoro time was one minute. Contrast was 30 cubic centimeters. The patient continued heparin while in the hospital. Both surgeries were done through heparin window. The patient was then taken to the or on three days later and underwent a left knee arthroscopy. Postoperatively, she remained in the hospital and resumed her coumadin. In addition, she continued heparin until her inr was therapeutic. The patient was then discharged home two days later. At that time, her inr was 3.3. In addition, she did participate with physical therapy while in the hospital and noted indicate the patient was ambulating 200 feet with a rolling walker and supervision. At the time of discharge, she was instructed to resume home medication prior doses. She is scheduled for follow up eight days after discharge.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with organ perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported organ perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of organ. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.